Event description:
Healthcare professional reported through clinical study follow-up that approx. 96 months post implant the valve was removed due to incidental replacement during mitral valve replacement. This is the same patient as 2025587-1997-63.